Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "display not working" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel a. The pump head module display on channel a was replaced in order to correct this condition. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported a colleague infusion pump with a display that is not working. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.